Event description:
Reporter alleged blood glucose measured 240 mg/dl at 8- 9 am and took an extra oral diabetes medication. It was stated at noon, customer felt weak so tested glucose which measured 312, 200, 280, 290 and 56 mg/dl when testing was performed one immediately after another. Reporter stated customer self treated low glucose by eating yogurt and drinking ginger ale. It was stated no other actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.